Manufacturer narrative:
The device was not returned for evaluation. Device history review revealed nothing relevant to this event. Further communication with arthrex representative indicates the surgeon does not indicate a failure of the product. Instead, the area of the bump in the patient's leg does not have enough soft tissue which allows the suture to protrude the skin. Product dfu states: "pull the free ends of the syndesmosis suture to tighten the lateral, round button and secure it with a knot. Cut the suture ends about 1cm long to allow the knot and suture to lay down reducing knot prominence." The patient had two devices implanted and upon removal it was noted that the patient was fully healed. This is the first complaint of this type for this part/lot combination.

Event description:
It was reported that the patient had two tightrope devices implanted to strengthen the ankle due to poor stability. Approximately 4.5 months post op, the patient complained that she could feel a bump that hurt her ankle, under the skin. During the second surgery, the surgeon noted the bump in the patient was the suture stack and removed it along with the hardware. The patient was fully healed at this time and a revision of the initial repair was not necessary. This device is used for treatment.